Event description:
Received notice of litigation form corporate counsel. Complaint alleges patient underwent a surgical procedure and during the surgery "the patient's right common iliac vein was severed." Complaint further alleges that a "10 mm trocar" was utilized during the surgery and that an extended stay in the hosp and e.r. Was required. Complaint also alleges patient suffered "a potentially fatal septic condition."